Event description:
The customer reported that the device would not power on via either ac or battery power. There was no report of pt involvement. .

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.